Event description:
It was reported that eleven days after lead implantation, the patient came to hospital claiming fatigue, ill-feeling, and had reduced urination frequency. A computed tomography (CT) scan revealed pericardial effusion. The sales representative was contacted by the physician to conduct a device check because the patient was in shock due to cardiac tamponade. Lead impedance was slightly reduced, but there was no change in other data. The pericardial fluid was drained. Of note, the patient stayed hospitalized for reduced liver function and renal function along with progression of heart failure. A week later, the device was checked and indicated no change in data, and the patient's condition improved with no further pericardial effusion. The patient was scheduled for discharge a couple of days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant product: 5086mri45, (B)(6) 2012. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.